Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: update: the surgeon returned all the threads remaining in the box, she no longer wants to use them because they had possible adverse effects on the patients. (B)(4): the surgeon said that the patient felt the thread due to its rigidity and also that the patient complaint, saying that she felt some itching, but at the surface of the skin, exactly where the thread was implanted. (B)(4): represents the ambiguous number of events. Suture had possible adverse effects on the patients. What is the total number of patients that complained about itching and contact dermatitis after the thread was implanted? 2 different patients. Please provide an answer for each patient involved: could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Yes, antibiotics, more exactly zinat (cefuroxime), 1 at 10 hours for 5 days, surgeon said that she¿s doing it preventive for each patient. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Yes, the sutures were removed after 7 days. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not that I¿m aware of, besides these 2 cases that were reported: (B)(4) & (B)(4). Could you kindly provide the lot number, please? Lot no is the same as the one from the first complaint, same product: xcbcckr0. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why was the suture removed after 7 days (as vicryl rapide absorbs quickly)? Please confirm the reason for the surgery being delayed 35min. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Confirm that both procedures were labiaplasty. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Was zinat (cefuroxime) prescribed prophylactically or due to this reaction? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Are there any photos available? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Investigation summary: the product was returned to ethicon for evaluation. One empty box and (B)(4) unopened samples were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the sutures were correctly placed on the winding formers. The sutures were dispensed without a problem and examined along of the strand and no anomalies or damaged on the suture surface could be observed. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. As an absorbable device, vicryl rapid may act transiently as a foreign body. Acceptable surgical practices should be followed for the management of contaminated or infected wounds. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. Surgeon complains about the quality of the thread, she says that is different compared to the vicryl rapide she used in the past, thread is more rigid, its maneuverability is cumbersome, as well as knotting. Patient has complained about itching and contact dermatitis after the thread was implanted. Additional information was requested.